Manufacturer narrative:
Sc-2316-50 (sn:(B)(4)) the complaint was confirmed. A pronounced kink was noted at the clik anchor site of lead. X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. All cables were verified to be open. This damage might be the source of the reported stimulation and impedance anomalies. There are no exposed cables. Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device was working as expected. Sc-2316-50(sn:(B)(4)) device evaluation indicated that the lead passed visual, electrical and photographic imaging tests performed. No anomalies were found. Sc-3400-30 (sn:(B)(4)) no anomalies were found. Sc-4316 (ln:16396112) no anomalies were found.

Event description:
A report was received that the patient was having increased pain at the ipg site whether the device was turned on or off and was experiencing intermittent and inadequate stimulation. Device interrogation revealed high impedances on the right lead. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4)/528860, description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having increased pain at the ipg site whether the device was turned on or off and was experiencing intermittent and inadequate stimulation. Device interrogation revealed high impedances on the right lead. The patient underwent an explant procedure.

Event description:
A report was received that the patient was having increased pain at the ipg site whether the device was turned on or off and was experiencing intermittent and inadequate stimulation. Device interrogation revealed high impedances on the right lead. The patient underwent an explant procedure.